Event description:
It was reported that one box of the intermittent catheters did not have the sure grip sleeves. Per customer via phone, it was reported by the customer that the catheters did not have the sure grip sleeves and provided the lot number of jugq0460.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect part orientation/placement design. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one box of the intermittent catheters did not have the sure grip sleeves. Per customer via phone , it was reported by the customer that the catheters did not have the sure grip sleeves and provided the lot number of jugq0460.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.